Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet app displayed dashes instead of blood glucose values while the dexcom g7 continuous glucose monitor (cgm) app showed a reading, indicating cgm data were not relaying from the dexcom sensor through the pump to the ilet app, consistent with transient communication disruption and connection hierarchy from pairing sequence. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and no medical intervention. User support included troubleshooting and education on data flow and proper pairing order. Investigation of this case revealed temporary unpairing and likely interrupted data transmission between the cgm and ilet. It was concluded, based on previously established findings for similar reports, that the cause was user pairing sequence and transient signal loss.